Event description:
It was reported that the patient experienced mechanical issues with a 2 piece inflatable penile prosthesis (app). A replacement procedure was performed in which a break was found in the joint closest to the pump. The patient was not reported to have suffered any further complications. The physician does not have any further information. No more information available at the moment. Should additional information become available, it will be provided.